Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable at the proximal clevis hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of a frayed pitch cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not move correctly. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12-may-2025: it was stated that the arm did not work correctly. It was able to spin the wheels on arm without issue. There was no non-intuitive or uncontrolled motion. There was no unclamping failure while the instrument was gripping a tissue. No broken or frayed cable was noted. No images of the device(s) or a video recording of the procedure was taken.